Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. All operating currents are within specification. Off no power alarm function properly and passed self test. No unexpected battery out of limit noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The customer replaced the battery, tried to clear the alarm, but the insulin pump alarmed battery out limit over and over. The customer cleared the alarm, changed the battery, and still, the device alarmed battery out limit. The customer's blood glucose was 112 mg/dl. The customer reverted to an old insulin pump and used the battery cap of the current insulin pump. They stated that they don't think the issue is with the battery or the battery cap and they wanted to research the options for the button error. The discontinuation of the device was advised. Nothing further was reported.